Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic for a routine check up. Upon interrogation, it was noted that the patient's right atrial lead exhibited automatic mode switch episodes due to noise. No intervention was performed. The patient's condition was asymptomatic before during, and after the check.